Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, non-sustained lead noise due to post paced t wave oversensing on ventricular channel was observed on a stored egm. Suggested programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.